Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the interface messages did not cross over due to an extract transform load job not running and being stuck from high memory utilization despite a successful manual jit trigger. A technical support specialist dialed into the server, identified the etl job was not running, attempted a restart but encountered an error, verified cpu, memory, and disk space, rebooted the report server, and successfully restarted the extract transform load job which cleared the notification and resumed normal execution. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower replenishment messages did not cross over. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.